Event description:
It was reported that the ventricular lead exhibited impedance of 9900 ohms in bipolar mode. A chest x-ray revealed an insulation anomaly. When the lead was explanted a fracture was noted.

Manufacturer narrative:
Final analysis found that five filars of the proximal coil were fractured at 23.5 cm from the connector end due to clavicular crush. The damage to proximal coil resulted in open impedance which would account for the high impedance reported from the field. The distal insulation was also damaged beneath the location of the crush which would account for the low impedance reported in the earlier report.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.